Event description:
---

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping sounds and upon interrogation, an fault code was detected indicating that the battery voltage was too low for the projected remaining capacity. A memory download was performed and sent to boston scientific for evaluation. A boston scientific engineer reviewed the data and confirmed that a low voltage fault had been declared as a result of an additional current drain on the device¿s battery. At this time, delivery is currently unaffected; however, the device is malfunctioning and should be replaced. The ICD has a sufficient reserve to maintain normal therapy functions for 28 days. Beyond that time, therapy could not be guaranteed. Additional information was reported that this ICD was explanted and will be returned for laboratory analysis. During the revision, it was noted that the terminal pins for the proximal and distal coils were reversed in the header. Defibrillation threshold (dft) testing had been performed at the initial implant which was successful with normal shock impedance measurements. All other lead measurements had also remained stable. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population. Analysis of the device was unable to find any anomalies associated with the high voltage lead terminal pins being reversed in the header. In this configuration, shock therapy would have still been available, however,the shock energy pathway may have not been as effective. The terminal pins being reversed in the device header is not related to the compromised low voltage capacitors.

Event description:
--

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. External visual inspection of the device noted no anomalies. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. The date we previously reported that boston scientific distributed a letter to physicians concerning this issue was incorrect. The correct date is august 29, 2013. Analysis of the device was unable to find any anomalies associated with the high voltage lead terminal pins being reversed in the header. In this configuration, shock therapy would have still been available, however, the shock energy pathway may have not been as effective. The terminal pins being reversed in the device header is not related to the compromised low voltage capacitors.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.